Event description:
When the physician attempted to pull the suture to release the stent, the stent tore at the proximal pigtain distal. This occurred outside the patient and there were no patient complications involved.